Event description:
The customer reports that the pacs still shows the old study after selected a new exam with no visual feedback. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete.